Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and found that sensor wire was sensor wire detached. External visual test was performed and failed due to missing sensor wire. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).